Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the display service kit was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated. The display was powering on properly, however, the screen's tint was red which indicates that the led in the lcd screen was failing. The failing condition was confirmed and may possibly lead to the customer's reported issue during operation.

Event description:
It was reported that the user interface module (uim) touchscreen would not power up. There was no patient involvement.